Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a fall. The right ventricular (rv) lead was noted to "have a fracture in the insulation". The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.